Event description:
The distributor contacted animas alleging that the pump was reacting badly to button presses.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently unresponsive to contrast button, and up and down arrow button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. The keypad was torn on the ok button and the ok button contact was inverted.